Event description:
A sheath was used over a embolic protection filter during an elective left carotid artery stenting procedure. Predilation was not performed. The physician also believed the lesion consisted of soft plaque. A stent was advanced to the target site. After the pre release step, the operator experienced significant resistance when attempting to pull the strain relief component. When the strain relief was withdrawn, approximately 1cm of the stent flowered. No further deployment could be achieved. The thumb switch could not be actuated. During system retrieval, the stent ultimately deployed in the intended location. Post dilation was performed using 4×20mm and 5×20mm balloons. The filter was retrieved successfully. No patient harm occurred.